Manufacturer narrative:
B3/d10: the event occurred in (B)(6) 2026. H4: the lot was manufactured between 11/7/2025 and 11/08/2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set was disconnected from the male luer lock adapter at site of connection. This occurred prior to procedure at pre operative department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.